Event description:
Per the clinic, the patient underwent wound debridement on (B)(6) 2013, due to skin overgrowth at abutment site; infection was reportedly present at the site and the patient was prescribed a seven day course of augmentin 875mg. As of report on (B)(6) 2013; the issues had resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.